Event description:
Packaging issue: it was reported while checking the mr procedure kits, it was found that the targeting set had the incorrect components, the obturator is 145mm and the sleeve is 115mm. There was no patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). Devices h and I: packaging damaged pouch. Evaluation summary: the analysis of the mrm4008 devices h and I found that they were returned inside their pouch. During evaluation in one of the lateral sealed walls of the pouch, the seal was noted open; thus compromising the sterility of the device. Black marks were found in the contact surface of the pouch. It could not be determined what may have caused the condition found. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis result of the mrm4008 devices a through g and j found that they were received inside the sterile packages. During testing, the pouch was noted in good visual condition; no anomalies were noted with the seal area. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices a through g and j additional information: batch #e9f492. Expiration date: 05/2013. Manufacturing date: 06/2008.